Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After pre-dilation was performed using a non bsc balloon catheter which had difficulty in advancing, a 32mmx3.50mm promus premier¿ drug eluting stent was advanced with a non-bsc guide extension catheter but it was unable to advance inside catheter. The stent was moved back and forth but it could not go further. The device was removed from the patient and it was noted that the distal edge of the stent struts was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.